Manufacturer narrative:
The mx40 was sent to philips authorized repair facility (rft) for bench for evaluation results of functional testing indicate that the speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed and was sent back to the customer.

Event description:
The customer reported that no sound was coming from the mx40. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.